Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed where the tubing meets the drip chamber of a clearlink system secondary medication set. The reporter stated that they went to spike the antibiotic with a secondary (vancomycin) and medication leaked. There was no patient involvement. No additional information is available.